Event description:
It was reported, the powered laser surgical instrument connected fiber reportedly caught fire while connected to the device. The issue occurred during an unspecified procedure in the middle of a case. The user was pulling on the fiber and it caught on fire and melted the fiber at the connection point. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be confirmed, and no issues were observed related to the suggested phenomenon. Olympus will continue to monitor field performance for this device.